Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "the patient needs long-term infusion with hypertonic fluid. Not suitable for superficial venous input. Ultrasound-guided catheterization of the left PICC was performed on (B)(6), 2023. On (B)(6), 2023, swelling of the patient's left upper limb was found. On (B)(6), 2023, color ultrasound examination of blood vessels in the left upper limb and neck showed thrombosis in the left axillary vein and left subclavian vein. Director doctor of the first hospital of the facility, for deep vein thrombosis, it is recommended to remove PICC after one week of anticoagulation. The swelling of the left upper limb disappeared after heparin anticoagulation therapy."